Manufacturer narrative:
Follow-up #1: date of submission 9/24/15 device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: no defects were found in the pump or the meter. Unable to duplicate the complaint. The black box shows a replace cartridge alarm on (B)(6) 2015 17:19; deliveries never resumed. On (B)(6) 2015 14:07 a replace cartridge alarm was recorded; deliveries resumed at 15:37. The last bolus delivery was on (B)(6) 2015. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Meter powers up normally with no issues. No errors related to the complaint observed in the meter. No meter errors occurred during the investigation. No defect found with returned meter related to the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 600 mg/dl. Reporter declined troubleshooting. Patient discontinued pump therapy. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.